Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. This medwatch report is for the aviva suspect device system used. Reference medwatch report with (B)(6) for the compact plus suspect device system used.

Event description:
Reporter alleged obtaining a result of 43 mg/dl on the compact plus system compared back to back with a result of 108 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.